Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 522 mg/dl. Customer also reported no delivery alarm during bolus. Assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer stated that, the cannula was bent. Customer advised to reconnect tubing at qr and prime a 5u fill cannula and results of prime was insulin did come out freely from the cannula. Customer blood glucose was pretty high for the last few days and this morning it was 522 mg/dl. Customer has been ill. Customer treated high blood glucose with insulin pump. Customer declined troubleshooting for the high blood glucose. Blood glucose came down to 437 mg/dl at the end of the call and she took another insulin. The insulin pump will not be returned for analysis.